Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated the right ventricular lead integrity alert. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Rv lead integrity alert warning occurred for rv lead impedance variation in last 60 days and 2 or more high rate-ns episodes <(><<)>220 ms on (B)(6) 2015. Sic count went up to 384 within 40 days. Along with evidence of over sensing during vt- ns episodes on (B)(6) 2015, rv pace lead impedance went up to 1083 ohms from 380 ohms on (B)(6) 2015. Concomitant medical products: 5568-53 lead, implanted (B)(6) 2002. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for episodes of non-sustained ventricular tachycardia (nsvt) which showed noise; oversensing with increased sensing integrity counter (sic); and spiked impedance on both tip to ring and tip to coil measurements. Additional information from the clinic disclosed that the detections were turned off. The rv lead remains in use. It was also reported that a transmission observed the left ventricular (lv) lead with high threshold. The lv lead remains in use. No patient complications have been reported as a result of this event.